Event description:
The arm of a gx765dc x-ray fell forward and struck a patient on the left side of her cheek and nose. The patient complained of numbness in her cheek and teeth and pain in her nose. Following the incident, a panoramic x-ray was taken at the dentist's office. The x-ray did not reveal any broken teeth or bones. It was reported that no medical intervention was required as a result of this incident. Follow up with the patient by the dental office 17 days later revealed that the patient no longer reports numbness in her cheek or teeth. However, the patient still reports a slight pain in her nose.